Event description:
Patient's ot ultra does not power on. The issue was not resolved with troubleshooting. The patient did not report experiencing any symptoms. No adverse event reported. The meter has been replaced. Patient also reported blood glucose results of 224, 103, and 128 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.